Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" and "typically benign calcifications" reported via mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture" and "typically benign calcifications" reported via mammogram. Device remains implanted.

Event description:
Healthcare professional additionally reported, "pain and palpation alteration on the right breast".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6b.

Event description:
Healthcare professional reported right side "rupture" and "typically benign calcifications" reported via mammogram. Healthcare professional additionally reported, "pain and palpation alteration on the right breast." The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.